Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, cuffs and links were not returned; the whole monofilament was returned loose and the needle tip was still attached to the rail end. This confirmed the reported needles did not capture the suture/cuff miss experience. The guide was broken at the anterior needle slot and the guide tube distal end was bent. This type of damage is consistent with advancement of the device against resistance. The instructions for use (IFU) state do not advance the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. The posterior portion of the foot was broken off and was not returned. The report indicated that the patient has peripheral vascular disease, and the access site had been accessed before and it had scar tissue, however, we cannot determine if it contributed to the reported experience. Since the needle trajectory of every device is checked twice during manufacturing, the most probable cause for the guide break, the posterior foot break and posterior cuff miss is related to operational context in the use of the device. A review of the finished product lot history record did not reveal any nonconforming material record associated with this lot that would have affected the reported needle to cuff miss complaint. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure was attempted in a non-calcified scarred right common femoral artery (rcfa) using a proglide device, after an interventional procedure. Reportedly, when the physician retracted the plunger the needles did not capture the suture. Two additional proglides were attempted with the same result. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There were no adverse patient effects, the patient did fine and was discharged that evening. A 7fr sheath was used with the closure device. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.